Event description:
The patient was admitted into the hospital for upper gi bleeding. The patient's blood glucose was tested on the suspect device and a result of 532mg/dl was obtained. A lab was also ordered. Before the lab result came back, the pt was started on an IV insulin drip. The lab came back at 54mg/dl and then the pt was given d50 and hung d10 for an IV. The hospital performed glucose controls tests on the suspect device and all controls were within range. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.